Event description:
The implantable neurostimulator system was replaced (see mfg. Report # 3004209178-2008-05899). After replacement, the patient continued to complain of positional shocking. The hcp reported the patient outcome as 'no injury'.